Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:the device related to the reported event of deflation and capsular contracture was received on jul 27, 2023, with lot number 1146171. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings during analysis. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ white particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.